Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two short port btt black inflation valves popped so the balloon did not hold pressure. A replacement kit was used to complete the procedure. The hospital did not report any patient complications. This report is for the first device.

Manufacturer narrative:
Investigation results: a visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. The reported failure was confirmed. (B) (4).